Event description:
During baxter's functional testing of a spectrum pump, the device alarmed downstream occlusion when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the downstream occlusion alarms caused by a failed downstream sensor with elevated sensor levels. The failed downstream sensor was replaced.